Event description:
Additional information received reported that no revision was done and the cause of the shocking remained unknown.

Manufacturer narrative:
Continuation of d11: product ID: neu unknown, lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for occipital neurostimulation (ons). It was reported that the patient turned the device off due to a shocking sensation and increased intensity when turning their head to the left or leaning to the left. Turning their head to the right, tilting right, chin upwards, and chin downwards did not create the shocking sensation. It was noted that the patient had a 1x4 lead for occipital nerve stimulation. The patient did not recall any fall or getting injured, and no further environmental factors were noted. The rep was the patient on (B)(6) 2020 with one of the nurses. They ran an impedance test and the number ranged from 1352-2000s. In 2019, the impedance was lower, between 400-600 ohms. They did a group impedance test as well and tried changing the reference electrode, and all seemed higher than the previous printouts/measurements. The physician would decide to revise the lead on (B)(6) 2020 and may replace the battery at the same time to avoid an additional surgery in a few months. The issue was not yet resolved as of (B)(6) 2020. No surgical intervention occurred, but surgical intervention was planned/scheduled. The patient was alive with no injury.